Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer replaced a valve, a rinse tubing assembly, and a nozzle assembly. The system was working within specifications after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 2.91 mg/dl with a data flag and it repeated as 92.8 mg/dl.